Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was noted that the battery life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 12/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/01/2015 with the following findings: a review of the pump black box revealed pump reboots, voltage drops and a replace battery alarm. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. The current draws were within specifications. The ¿battery life¿ issue was not duplicated during the investigation. Unrelated to the original complaint, there was evidence of moisture contamination inside the battery compartment. A leak tests showed a leak at the display lens. The pump case was removed and there was no evidence of additional moisture inside the pump. Additionally, the pump case was cracked in the upper right hand corner of the display area.